Event description:
It was reported that prior to a lap colon procedure the hand piece could not pass the self test, heard the solid tone, error code "4". Then the surgeon changed to use another hp054 to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).